Manufacturer narrative:
The reported icy catheter leak was confirmed. A bond leak was observed at the proximal end of the distal balloon during functional testing. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Blood had accumulated / dried up on the proximal luered tubing. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bond leak was observed at the proximal end of the distal balloon. During manufacturing, all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed for information related to the reported complaint and one similar complaint was reported for the icy catheter lot number 77126. (B)(4), reported on feb 13, 2018, bond leak was observed at the distal balloon.

Event description:
It was reported that the patient was hospitalized post-cardiac arrest and received an ivtm treatment. A zoll icy catheter was inserted into the femoral vein smoothly. Approximately 26-28 hours after therapy was initiated, the thermogard console displayed an airtrap alarm. After inspection, the user did not observe any leak on the console or on the floor and the catheter leak was suspected. The airtrap alarm on the thermogard console was cleared, however, ivtm treatment was discontinued. No patient consequence was reported. No additional information was provided. The customer returned two catheters. See MFR 3010617000-2018-01038 for the first catheter.